Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 152 mmol/l with flag. The doctor questioned the initial result as it did not match the patient's clinical picture and the customer repeated the sample. The sample was repeated on another analyzer and the result was 143 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The qc recovery data provided was acceptable. The field service engineer (fse) found a damaged dilution vessel and replaced it. The fse also replaced the sipper, vacuum, dilution nozzles, and vacuum tubing. The fse performed ise checks successfully. The customer performed calibration, qc, and a 10 cup precision test successfully. The investigation is ongoing.